Manufacturer narrative:
Details of complaint: the customer reported that there was an extreme tachycardia that was registered on this central nurse's station (cns) as a warning. The customer believes that the alarm should have registered as a crisis, not alarming. According to the customer, based on the printout, the patient had over six rhythms of extreme tachycardia. There was no patient injury reported. Investigation summary: the customer did not respond to follow up attempts. No printouts were submitted as well as the requested investigation guide. The root cause cannot be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/23/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 01/02/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 01/09/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that there was an extreme tachycardia that was registered on this central nurse's station (cns) as a warning. There was no patient injury reported.

Manufacturer narrative:
The customer reported that there was an extreme tachycardia that was registered on this central nurse's station (cns) as a warning. The customer believes that the alarm should have registered as a crisis, not alarming. According to the customer, based on the printout, the patient had over six rhythms of extreme tachycardia. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was an extreme tachycardia that was registered on this central nurse's station (cns) as a warning. There was no patient injury reported.